Event description:
The customer contacted stryker to report that their device would not recognize defibrillation pads. In this state the device may not be able to deliver defibrillation therapy, if needed. There were no adverse consequences to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. The customer has declined to return the device to stryker and proceed with repairs. A cause of the reported issue could not be determined.